Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient called stating he received a stryker hip on (B)(6) 2009 in which a 40 mm metal head was implanted. The patient alleges testing revealed elevated metal levels in his blood, a benign tumor, and failure of the implant. On follow- up, patient stated that his hip has not been revised and that he has retained counsel. Patient was advised to have their counsel contact the legal department. Update (B)(6) 2019 (B)(6): rep reported that the patient's left hip was revised due to pseudo- tumor. Intra-operatively, darkened necrotic tissue and trunnionosis were observed. The patient's 40 +4 lfit head was revised to a ceramic head with sleeve. The accolade tmzf stem was retained as well as the competitor liner and shell.